Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices sealed. This evaluation was based on a technical review of all data received from the site, a review of the complaint by medical affairs, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned product. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. A tensile test was performed on the sealed products and the results exceeded the specifications for this product. While no evidence was found to support misuse of the product by the user, the review of the complaint by medical affairs identified this as a potential root cause for the reported condition. The returned products, as received by medtronic, were found to meet medtronic quality release specifications after application in the clinical setting. The reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, 8 to 9 days after a radical prostatectomy (transperitoneal access) open procedure with wound incision of app 15cm, there was wound dehiscence - open abdomen. The surgeon underlined that there was no sepsis in both cases, nor where incidents of excessive ballooning; customer/urology department regularly uses maxon loop for closure of abdomen after open surgery. Re/closure of the abdomen, prolongation of the hospital stay for the patient.